Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. This device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on(B)(6) 2022 for a subset of devices distributed and implanted outside of the united states.